Event description:
It was reported during insertion, the clinician noticed the dilator tip "had barbs". As a result, it was not used and a new kit was opened and placed successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).